Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise causing oversensing on the right ventricular (rv) lead was noted. No further intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual and x-ray inspection of the lead revealed an internal insulation abrasion under the right ventricular (rv) shock coil. The internal insulation abrasion breached the ring electrode cable lumen and the outer cable coating of the ring electrodes were abraded. Electrical testing revealed an internal short between the ring electrode and the right ventricle conductor paths. The reported event was isolated to the exposure of the ring electrode cables beneath the right ventricle coil.